Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a trial patient. It was reported the patient had pain and undesired affects in symptoms; the patient reported pain in the right side of their back where they gave them the injection before inserting the lead, and no bowel movements since the trial started. The onset of symptoms was reported to be sudden in nature and the pain had been getting worse every day. The patient could only sit and not lay down, and was unable to lift their legs. The patient tried increasing and decreasing stimulation, with no result, and decided to follow up with their hcp as the trial was over on (B)(6) 2016. The hcp later reported the patient called on (B)(6) 2016, and stated the device was not working and was showing "searching for device". The hcp stated the patient called the next day and stated they had the device battery replaced yesterday and was programmed back to the same settings. The patient stated they could walk better, felt the stimulation in the saddle seat without discomfort, and had "normal chills" because they were always cold. The patient told the hcp of their problems walking and lifting their legs onto the couch, and they used some pain medication they had at home. The hcp advised them to come to the office for a wound check given the new discomfort, mild tenderness, warmth to the touch and pain at the insertion site, but the patient declined and planned to utilize ibuprofen for the back pain and inflammation. The patient did decide to move their appointment up for follow up and removal. The hcp stated the patient later reported the patient had been constipated last week and only had a very small bowel movement two days ago, and also had significant discomfort and burning at the stimulator insertion site. The patient normally complained about having occasional episodes of fecal incontinence and avoided being far away from home. The patient was able to have sensation of stimulation in the perineum without discomfort, however, had some nausea with vomiting two days ago as well. The patient experienced no leakage of stool over the course of the trial, and was provided with a one week course of keflex, with instructions to follow up in one week to ensure insertion site appeared without infection. The patient would like to consider the permanent implant for treatment of their incontinence. The hcp also reported the following current medical problems: other specified disorders of stomach and duodenum, malignant neoplasm of overlapping sites of rectum, anus and anal canal, anemia (iron deficiency), abnormal weight loss, full incontinence of feces, vitamin b12 deficiency, anal carcinoma, benign essential hypertension, hypercholesterolemia, osteoporosis, osteoarthrosis (gnrizd, unspc size), and constipation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.